Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The blood glucose level was unknown. The customer called last night due to another pump error and now she was getting a pump error a broken force sensor was detected during seating or regular delivery alarm. Troubleshooting was performed for pump error. The customer was advised to discontinue the use of the pump and revert to the backup plan. The insulin pump will be returned or analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 and error 37 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.